Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe change was performed resolving the issue. Customer's blood glucose level was 44 mg/dl. The customer drank soda and ate peanut butter to treat the low blood glucose level. Reportedly, the customer's blood glucose level rose to 102 mg/dl during troubleshooting.

Event description:
It was reported that resistance was experienced during the fill process. A syringe change was performed resolving the issue. There was no adverse impact to customer¿s blood glucose level due to this reported issue.